Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that a patient presented with the atrial lead dislodged. Additional surgical procedure was performed. The patient condition was not known.